Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm unknown magna valve in the aortic position was disabled via valve in valve procedure after an unknown duration due to aortic insufficiency. Tavr was performed with a 26mm 9755rsl transcatheter valve. Reportedly, the patient left the room in stable condition at the end of the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: a1-a3, b4, b5, b7, d1, d4, d6, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a 25mm 3000tfx aortic valve in the aortic position was disabled via valve in valve procedure after an implant duration of 18 years, 6 months due to aortic insufficiency. The patient presented with heart failure. Tavr was performed with a 26mm 9755rsl transcatheter valve. Reportedly, the patient left the room in stable condition at the end of the procedure.